Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 3 months post an rx wallstent permalume 10mm x 60mm stent placement procedure in the distal common bile duct (cbd), the pt experienced "symptoms of occlusion due to the migration of the wallstent into the duodenum". The pt underwent an unspecified procedure at which time the "wallstent was removed using a snare and forceps". A 2nd rx wallstent permalume 10mm x 60mm stent was placed. It was reported that the pt's symptoms resolved with stent replacement. At an unspecified time post stent placement, the pt "went on to receive surgery but [the tumor] was found to be unresectable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.